Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine¿s blood pump rotor pin sleeves came off and cut the blood line tubing during treatment. Upon follow up, the customer said that the machine was returned to service after he replaced the blood pump rotor. They switched out the tubing set and the patient completed treatment on this machine. The patient lost 130cc of blood. The patient did not experience any adverse events, ill effects or require medical intervention as a result of this issue.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. The bloodline was not returned for investigation. Inspection of the received blood pump rotor found one of the rear roller guide pins to be missing a sleeve. The pin has signs of debris and wear markings. There are no discrepancies with the other guide pins and sleeves. The returned rotor was installed on a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine¿s blood pump rotor pin sleeves came off and cut the blood line tubing during treatment. Upon follow up, the customer said that the machine was returned to service after he replaced the blood pump rotor. They switched out the tubing set and the patient completed treatment on this machine. The patient lost 130cc of blood. The patient did not experience any adverse events, ill effects or require medical intervention as a result of this issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.